Manufacturer narrative:
On 09/17/2021, the service provider of infutronix provided the image for the affected administration set and visual inspection confirmed that the tubing connector on the distal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
On (B)(6) 2021, infutronix received a complaint from a patient end-user: "an administration set model hs-008b lot 2008004 set was leaking. It was at an area she could not locate, but medication was leaking from near the pump." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).